Manufacturer narrative:
Additional review determined that (B)(4) no longer applies to this event.

Event description:
The manufacturer's representative (rep) reported the consumer had difficulty recharging since implant, and they were only able to feel one corner of the device. On (B)(6) 2016 a power on reset (por) was cleared. On (B)(6) 2016 the device became overdischarged so a trickle charge was performed and a por was cleared. According to the rep. It was unknown what caused this or what symptoms the consumer experienced related to the overdischarge. Relevant medical history includes non-malignant pain and other non-malignant pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The implant had reduced capacity due to overdischarge and was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.625 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.